Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42500006001, femur cemented posterior stabilized (ps) narrow left size 6, lot # 62689701. Catalog #: 42532006401, tibia cemented 5 degree stemmed left size c, lot # 624856154. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to device still being implanted inside the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was feeling instability in their left knee.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products - persona cemented tibia component - stemmed, cat#: 42532006401 lot#: 62485615.

Event description:
It was reported that the patient had a fall, but experienced instability in the knee prior to the fall.